Manufacturer narrative:
E1. Address information was not provided; therefore, il was used as the state. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported leakage. Primary or secondary tubing with texium ends would start leaking from the connection point. Leaks would regardless of how tight the connection was secured.